Manufacturer narrative:
Service review: a review of the service history record indicates that the device was serviced over a year for a service condition that is not relevant to the current reported condition. The actual device was returned for evaluation. The device was evaluated, and the reported condition was confirmed. A visual and functional assessment was performed which found that the device would not run- failed check the off/oscillation/on switch mode function, check the oscillation angle and check switching function. During service/repair, it was determined that the motor's magnets came off and there were signs of unknown liquid on the internal components and the electronic control unit (ecu). It was determined that the issues were consistent with improper cleaning and normal wear. The assignable root causes were determined to be due to improper cleaning methods, and normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the small battery drive device had an undetermined malfunction. During in-house engineering evaluation, it was observed that the motor's magnets came off. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.